Manufacturer narrative:
(B)(4). The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. Not returned to manufacturer.

Event description:
One revision performed for glenoid component loosening. Conversion to rsa.